Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator caught on fire. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The device was visually inspected and was found to have no evidence of thermal damage. The device was tested and was found to operate to design specifications.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.